Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 282 mg/dl at the time of incident and current blood glucose level was 40 mg/dl. The customer also reported that the customer had high blood glucose level. The low blood glucose level was treated with food and high blood glucose level was treated with syringes. The insulin pump and reservoir will not be returned for analysis.